Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends that reached out-of-range measurements in the 140-ohm range. It was noted that the patient was six months pregnant, and the physician was considering placing a life vest on the patient. Technical services (ts) reviewed possible options including turning off tachy therapy, or delaying detection on either the implantable cardioverter defibrillator (ICD) or the life vest. Technical services (ts) also discussed considerations/risks if the ICD shocks first, as it may increase the likelihood of the life vest oversensing the shock waveform and providing inappropriate back-to-back therapy. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends that reached out-of-range measurements in the 140-ohm range. It was noted that the patient was six months pregnant, and the physician was considering placing a life vest on the patient. Technical services (ts) reviewed possible options including turning off tachy therapy, or delaying detection on either the implantable cardioverter defibrillator (ICD) or the life vest. Technical services (ts) also discussed considerations/risks if the ICD shocks first, as it may increase the likelihood of the life vest oversensing the shock waveform and providing inappropriate back-to-back therapy. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the physician chose to explant and replace the implantable cardioverter defibrillator (ICD) and continue monitoring the right ventricular (rv) defibrillation lead. It was noted that there appeared to be some blood intrusion on the explanted ICD's header, and it was suspected that this may have contributed to the increased impedance measurements. Shock impedance measurements were in the 80-90 ohms range for the new device. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends that reached out-of-range measurements in the 140-ohm range. It was noted that the patient was six months pregnant, and the physician was considering placing a life vest on the patient. Technical services (ts) reviewed possible options including turning off tachy therapy, or delaying detection on either the implantable cardioverter defibrillator (ICD) or the life vest. Technical services (ts) also discussed considerations/risks if the ICD shocks first, as it may increase the likelihood of the life vest oversensing the shock waveform and providing inappropriate back-to-back therapy. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the physician chose to explant and replace the implantable cardioverter defibrillator (ICD) and continue monitoring the right ventricular (rv) defibrillation lead. It was noted that there appeared to be some blood intrusion on the explanted ICD's header, and it was suspected that this may have contributed to the increased impedance measurements. Shock impedance measurements were in the 80-90 ohms range for the new device. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead underwent shock testing last summer and obtained an in-range shock impedance measurement of 113 ohms. More recently, this rv lead continued to exhibit increasingly high out-of-range shock impedance measurements greater than 200 ohms. It was recommended that the health care professional (hcp) reach out to the physician to assess the patient's therapy needs and whether to consider additional shock testing or replacing the rv lead altogether. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends that reached out-of-range measurements in the 140-ohm range. It was noted that the patient was six months pregnant, and the physician was considering placing a life vest on the patient. Technical services (ts) reviewed possible options including turning off tachy therapy, or delaying detection on either the implantable cardioverter defibrillator (ICD) or the life vest. Technical services (ts) also discussed considerations/risks if the ICD shocks first, as it may increase the likelihood of the life vest oversensing the shock waveform and providing inappropriate back-to-back therapy. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the physician chose to explant and replace the implantable cardioverter defibrillator (ICD) and continue monitoring the right ventricular (rv) defibrillation lead. It was noted that there appeared to be some blood intrusion on the explanted ICD's header, and it was suspected that this may have contributed to the increased impedance measurements. Shock impedance measurements were in the 80-90 ohms range for the new device. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead underwent shock testing last summer and obtained an in-range shock impedance measurement of 113 ohms. More recently, this rv lead continued to exhibit increasingly high out-of-range shock impedance measurements greater than 200 ohms. It was recommended that the health care professional (hcp) reach out to the physician to assess the patient's therapy needs and whether to consider additional shock testing or replacing the rv lead altogether. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this rv lead exhibited a gradual rise in shock impedance measurements greater than 200 ohms since the dft test in 2024. Technical services (ts) discussed troubleshooting options with the hcp once more. This rv lead remains in service. No additional adverse patient effects were reported.